Event description:
Apparently the calcium reagent was the issue as no other lab results were impacted, (a specific lot#) was recalled and we were not notified. The lab machine reported 3 high calcium levels on pt causing us to notify company.